Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which had been implanted 2.5 years, displayed a decrease in battery voltage from april to may. The health care practioner was questioning the longevity of the device.